Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (battery faults) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause for the loose bus bar could not be positively identified. There was no adverse event resulting from the damaged battery pack.

Event description:
A us distributor reported that a patient's battery pack was not holding a charge.